Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 487 mg/dl. The customer has not treated yet. The customer declined troubleshooting for high blood glucose. The customer was walked through bolus wizard, she programmed bolus for current blood glucose and carbs she is about to eat, verified bolus is delivering. The customer stated that her reservoir is low and she is going to change her set.